Event description:
At 5:45 am, the med professional tested the pts blood glucose on the suspect device and it was 259 mg/dl. The pt was currently on an insulin drip. A lab draw was done and it was 40 mg/dl. The med professional thought that the suspect device was correct and the lab value was not, so the pt continued to stay on the insulin drip. About 1 hr later, a serum lab blood glucose was done and it read 36 mg/dl. The insulin drip was stopped and the pt was treated with d50.